Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. The patient reported that it took a long time for the button to pop back up. She reported a short time later that she had numbness in her shoulder, and her face. Patient called the anesthesiologist on call and was instructed to clamp the pump and keep her appointment to have it removed on monday. The patient reported that the symptoms went away about 24 hours after the pump was clamped.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.